Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with loss of left ventricular capture. A chest x-ray revealed that the lead dislodged. The lead was repositioned successfully. The patient is recovering.